Event description:
The caller alleged discrepant results when compared with the lab result reported as follows: date: 2008. Inratio: 1.5, 1.5, 3.0. Lab: 2.6, 2.2, 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: the inratio and lab reading are within the confident limits as per our internal procedure rev 2. The product will not be investigated.